Event description:
A pharmacia & upjohn sales rep reported an ophthalmologist who had three pts who developed endophthalmitis associated with implant of the model 912 cee on intraocular lens. This case describes an 87 yr-old man who had a cataract extraction with lens implant of his right eye on 10/14/98. On 10/22/98, he was diagnosed with an endophthalmitis. He was sent to a retinal specialist and a culture of the right eye was done. The culture revealed coagulase negative staph. No other info was known on initial contact as the report had not yet been received from the retinal specialist.